Event description:
Technician alleged that when the brakes were locked the brake casters would swivel but not roll. No pt impact.

Manufacturer narrative:
The technician found the brake casters lock rings were worn out. The technician replaced the brake casters to resolve the issue.